Manufacturer narrative:
The product has been received for analysis. This investigation will be updated should pertinent information be provided.

Event description:
It was reported that this lead was explanted due to an unknown reason. No additional adverse patient effects were reported.